Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion not yet available.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® delivery system. The delivery catheter of rlt231416j/15133876 was being retracted to out of body after deployment. It was revealed that the leading olive of the delivery catheter was detached, and it remained in the patient. The leading olive was retrieved through the introducer sheath using a snare catheter. The procedure was concluded with no other issues, and the patient tolerated the procedure.the device will be returned to gore for evaluation.

Manufacturer narrative:
Results of engineering evaluation: the device evaluation showed the following: visual inspection of the device showed the leading olive had detached from the delivery catheter. There is no evidence of polyimide residues inside the olive. There is no evidence of bonding residue on the polyimide. The polyimide appears to be intact with a straight cut edge, which indicates that there was no tensile failure. The findings from the evaluation are consistent with the physician¿s observation of a detached olive. The root cause for the leading olive separation is due to a lack of bonding between the leading olive and the delivery catheter.